Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the device quit working issue and the power on reset (por) issue was battery depletion. The patient is waiting for an appointment with their healthcare provider (hcp) to have the battery replaced. Explant/replacement has not been scheduled at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their device quit working and saw power on reset (por) after they turned on their patient programmer (pp). As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Also, no troubleshooting could be done at the time of the call because of the type of error. It was reviewed that a possible reason for the por is a low ins battery (this information was drawn from the implant date). No patient symptoms were reported and no further complications have been reported as a result of this event.